Event description:
Alleged the bed could not be set into brake.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom field technician adjusted the casters, to repair the bed.